Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter stated they had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of a result. In the meter memory, the last result displayed was 3.1 but there were no units of measure next to the test result. The customer was not sure when the units were first not displayed and cannot remember seeing them. A display check was performed and confirmed there were no missing segments in the results field of the meter. The units of measure were not displayed on the display check. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d9 and h3 have been updated.